Event description:
It was reported a patient experienced a pulmonary embolism after a g2 filter was implanted. The filter was discovered to be tilted. The filter remains implanted. The patient had a PICC line placed the same day as the filter.